Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 480 mg/dl. The customer also stated that they had symptoms like nausea, vomiting, abdominal pain, difficulty in breathing, chest pain and headache. The customer was treated with insulin pump, pain pills and intravenous fluids. Customer was in emergency room. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer also stated that auto mode feature was active. Customer also stated that clip was broken. Customer was declined to troubleshoot. The insulin pump will not be returned for analysis.